Event description:
It was reported that the physician's handheld is frozen and the screen has been faulty for a long time. It was reported that the handheld does not respond to touches on the screen and use has been progressively more difficult as a result of this. A new programming computer was provided to the physician. The handheld and software was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the handheld was completed on 11/05/2014. No anomalies associated with the display were observed during the analysis. During the analysis it was identified that the main battery was inserted backwards. This condition will prevent the handheld from operating using the main battery power. Also an intermittent power connection associated with the serial cable was identified. The cause for the anomaly is associated with a bent serial cable plug leaf spring that prevented electrical contact with the ac adapter barrel connector. The cause for the bent spring is unknown, but is most likely associated with mishandling of the device. Analysis of the flashcard was completed on 11/05/2014. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.